Event description:
Customer reported via phone, the insulin pump was alarming unexpected restart and external ram crc error. Customer's blood glucose was 190 mg/dl. Customer was advised to discontinue use of the device. The device is not being returned for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.